Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history review: the device information provided was not sufficient to perform a device history review. H6. Component code: code has been added.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Serial: unknown. Concomitant med products and therapy dates: battery device, drill bit device, attachment device, jpfna implant (B)(6) 2021. The initial reporter's phone number was not available. Device manufacture date: unknown. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4) unknown.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure using 'jpfna' implants, it was discovered that the small battery drive device stopped when the surgeon was drilling with the a drill bit attached to the handpiece. It was further reported that the surgeon changed the battery and attachment but the handpiece still did not work. It was reported that the surgeon stated the patient¿s bone was stiff and the handpiece might not have torqued. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.